Manufacturer narrative:
This report is submitted on november 27, 2023.

Event description:
Per the clinic, the patient experienced a skin breakdown around the implant site, exposing the receiver/stimulator. The device was explanted on september 19, 2023. There are no plans to reimplant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
This report is submitted on october 23, 2023.